Event description:
It was reported that the alarm did not come on because of the remote silence function activated from another networked kappa xlt monitor; (the action have been done by a user unintentionally). There was no patient injury reported. (B) (4).

Manufacturer narrative:
There is a setting that can be configured by a service person or biomed to disable the remote silence capability for the kappa xlt. The selection is in the biomed menu (name service tab). This is documented in the kappa xlt installation instructions (page 19) which is available to service personnel via the esis system. The investigation determined that the kappa xlt is operating as designed. We have communicated the proper operation of the remote silence capability for the kappa xlt to the customer and they have reported that their technician has deactivated the remote silence on the six kappa xlt systems they have. There have been no further reports of problems about this issue from the customer. There are no actions planned by manufacturing at this time. We will continue to monitor for similar reports of this condition.